Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough product analysis was performed. Damage to the outer insulation was visually confirmed inclusion electrocautery damage. It was indicated the electrocautery damage likely occurred during the explant procedure. Additionally, there were cracks in the is-1 boot. This lead was confirmed to be electrically continuous. As a result, analysis confirmed the clinical observation of insulation damage. (B)(4).

Event description:
Boston scientific received information that during a routine device change out procedure, insulation damage was noted in the right atrial (ra) lead and right ventricular (rv) lead at the pacemaker connection. There were no prior indications of any lea issues or anomalies. As a result, the ra and rv leads were replaced. No adverse patient effects were reported.